Event description:
It was reported that pump battery would not charge and showed power source alert while pump was plugged into wall outlet. There was no reported impact to the customer¿s blood glucose level. Customer moved pump and original charging supplies to different wall outlet where pump began charging, and no shutdown or loss of power occurred, so no further assistance was required and no additional information was received regarding the outcome of the event.